Event description:
A pt reported experiencing inaccurate high results with a one touch meter. On 10/2001, pt's blood glucose was 12.0 versus the labs 8.0 mmol/l. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.